Event description:
The dealer reported that the plastic around the calf pad screws were snapping off. This issue could prevent the user from having adequate leg support or from sliding out of the chair.